Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were black dots on the pump screen. The customer was unsure of what caused the black dots. Reportedly, the ink blots covered some portion of the graphics and text. The customer's blood glucose level was not impacted. Reportedly, customer would continue to use the pump for insulin therapy.